Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump alarmed no delivery a few times at random intervals. The customer's blood glucose was 13.2 mmol/l at the time of incident. The customer stated that the no delivery alarms caused her to have a few high blood glucose levels. She stated that the insulin exited and there were no alarms. The customer was advised to monitor and call back if the pump alarms again. The pump was not alarming at the time of call and the set was just changed. The insulin pump was not returned for analysis.